Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with missing segments/partial display due to bleeding lcd glass.

Event description:
It was reported that the insulin pump was damaged. Customer blood glucose level was unknown. Customer also reported that the insulin pump display was broken. The device will be returned for analysis.